Event description:
(B)(6). It was reported that post a stenting treatment procedure a myocardial infarction occurred and the patient expired. The patient presented at the time of the index procedure and cardiac catheterization revealed a 90% stenosed, 10mm long lesion with a reference vessel diameter of 3.5mm in the left main coronary artery (lmca). The lesion was predilated and a 3.5x12mm promus element stent was deployed in the lesion. Post dilation was performed, resulting in 5% residual stenosis. In (B)(6) 2011, 272 days post index procedure, the patient presented with elevated cardiac enzyme values and a myocardial infarction was reported. Troponin was noted to be elevated (peak 58.3 ng/ml, uln: 0.034ng/ml). An ECG was performed which suggested q-wave anterior myocardial infarction with st segment depression. It was noted that the patient experienced ischemic symptoms with recurrent chest pain lasting for more than 20 minutes. The patient was treated with medication. Three days later, 275 days post index procedure, the subject experienced an intense cardiac arrest on top of rapidly shocked ventricular fibrillation followed by irreversible systole. An echocardiography during cardiac arrest showed a dilated and immobile myocardium, absence of pericardial tamponade and absence of evident myocardial rupture and the patient was declared dead.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Age at time of event: (B)(6). Device is combination product. Patient identifier: (B)(6). Device evaluated by MFR: as the unit has not been returned, a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu (B)(4).

Event description:
It was further reported that when the patient presented in (B)(6) 2011, 272 days post index procedure, the patient experienced cardiogenic shock with respiratory distress and pulmonary edema.